Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
After deploying the plug as usual of a 7f exsoseal vascular closure device, it was reported that the physician applied manual compression to achieve the hemostasis. However as hemostasis could not be achieved completely, the physician confirmed the location of the plug by echo. Then he found that the plug was in the deep femoral artery. The patient is in follow up. There was no report of patient injury. This was a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery. A contralateral approach was made. The physician noted that he depressed the deployment button although the indicator wire was stuck with lesion.

Manufacturer narrative:
Additional information received indicated the exoseal was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site previously was not closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the 6f goodman sheath. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal and the vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The patient did not show any signs/symptoms of distal blood flow occlusion. The patient was treated to restore distal complaint conclusion: complaint conclusion as reported, during a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, the physician deployed the plug as usual from a 7f exoseal vascular closure device (vcd) but was unable to achieve hemostasis. Manual compression was applied and the plug was confirmed to be in the deep femoral artery by echo. There was no report of patient injury. The interventional procedure was performed via a contralateral approach. The femoral artery¿s suitability was verified on angiography including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter without visible calcium/plaque. There was no stent near the puncture site or any stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression in the last 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the 6f goodman sheath. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal and the vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The physician noted that he depressed the deployment button although the indicator wire was stuck with the lesion. The patient did not show any signs or symptoms of distal blood flow occlusion; but was apparently treated for it. Details of this treatment were not provided. Procedural films are not available. The physician has achieved certification on the use of exoseal. The product was not returned for analysis. Review of lot 17081550 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the device history record nor the information available for review indicate that there is manufacturing related issue, therefore, no preventative or corrective action is required at this time.